Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's aorta was noted to be vertical. Pre-dilation was performed with a 24mm non-abbott balloon. During the first deployment attempt, the implant depth was too deep. The valve was partially re-sheathed and re-deployed. The implant depth at 80% was 3mm from the non-coronary cusp (ncc). The implant depth at full release was 3mm from the ncc. Post-implant the valve popped up and positioned in the aorta above the coronary. The valve was snared into a higher position in the ascending aorta. A second 27mm navitor vision valve was implanted. The patient remained hemodynamically stable throughout the procedure. The patient status was stable. The user believed the angle between the right axillary and annulus caused the valve to migrate.

Manufacturer narrative:
An event of improper or incorrect procedure or method and migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device migration appears to be related to patient anatomy, and/or procedural condition (due to the angle between the right axillary and annulus). The reported improper or incorrect procedure or method was due to user snaring the device after full deployment. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances as the device was snared and another valve was implanted.

Event description:
N/a.